Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a sponge fully separated from the cap. The reported condition was verified. The cause of the condition was related to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap, the sponge was found fully separated from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.